Event description:
The patient reported they are having chest pain ever since they got the implantable cardioverter defibrillator (ICD) implanted. The physician moved it to a different position because he thought it was pressing on the bone. Now after moving it, the patient said that it feels like nerve pain. The device remains in use. No further patient complications have been reported as a result of this event.

Event description:
Follow up with the clinic found that the patient routinely has pain-related issues. The patient and device were evaluated following the pocket revision and on the day of the patient's report and it was determined that the pain was not related to performance of device and further relocation of the device was not appropriate for the patient. The patient is currently on pain medication.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4196 implantable pacing lead, (B)(6) 2012. (B)(4).